Event description:
The clinical specialist (cs) at the customer site called on behalf of the customer reporting that caregiver pop-ups were not being provided. The device was in use on a patient but no patient incident occurred.